Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of the unit fell inside the pt. No adverse consequences were reported. Further, the procedure was delayed about five minutes while the unit was replaced and the broken piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.